Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient was charging the device more than expected. The recharge interval did not appear to be appropriate. The patient was recharging twice each day; once in the morning and again at night. The stimulation was working well to cover her pain. Additional information has been requested.